Manufacturer narrative:
Analysis: the v12 covered stent delivery system was not returned. If the device had been returned an evaluation of the balloon separation would have been conducted to determine if there was a manufacturing issue. Based on the correspondence with the sales representative the balloon was allowed to deflate for only 6 to 8 seconds. The instructions for use specify to allow the balloon to deflate a minimum of 40 seconds. From the instructions for use: ¿deflate the balloon by pulling vacuum on the inflation device to its maximum volume for 40 seconds. Verify full balloon deflation via fluoroscopy before proceeding to step 7¿. As the balloon was not allowed to deflate fully prior to removing the balloon back through the sheath it is probable that the balloon had created a bolus of fluid at the distal end of the balloon creating a plug. The product device history records have been reviewed for the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing as detailed above. ¿ distal tip tensile testing. ¿ catheter leak check ¿do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered.¿ based on the details provided the physician indicated the following: ¿ there I kept the introducer with the ball jammed¿. It is not clear what this means however an image from file shows what could have happened if the balloon was not fully deflated prior to pulling the balloon back through the introducer sheath. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty. It is likely that the balloon was not fully deflated prior to withdrawing back into the introducer sheath. Without the actual device and introducer sheath used in the case the root cause is difficult to determine.

Manufacturer narrative:
Corrected d.4, and h.4.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that after deploying the stent the clinician attempted to remove the balloon and it got stuck in the introducer. The balloon detached from the delivery catheter. It was retrieved in the sheath. No harm to the patient.